Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose between 40 and 50 mg/dl with unsteadiness when standing and walking and sweating associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient self-treated with food and/or drink. During troubleshooting with customer technical support, it was found that the basal history did not match the active basal program. This complaint is being reported because the patient experienced hypoglycemia associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2019 with the following findings: during investigation, according to the script the inaccuracy zero basal record was observed in basal change history on (B)(4) 2018 from 7:35 am to 7:53 am and basal history does not match. The black box data has been overwritten for (B)(4) 2018 . The prime history confirmed the user was priming the pump on (B)(4) 2018 between 7:35 and 7:53 indicating a cartridge change. The pump passed all required testing for history recording and delivery accuracy. The zero basal record due to user intervention. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.